Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, high capture threshold and a drop in pacing lead measurements were noted on the right ventricular lead. Upon review, non-sustained oversensing episodes due to bunch of noise on the right ventricular lead was noted. Noise resulted in oversensing. Programming changes were made and tachy therapies were turned off to prevent any possible inappropriate shock. It was suspected that the issue could be due to a loose set screw or it could be due to lead malfunction and a chest x-ray was performed. The patient was scheduled for lead revision. The right ventricular lead was explanted and replaced. Upon explant, it was noted that a large piece of tissue was stuck in the helix of the lead. It was suspected that the noise was due to partial dislodgement caused due to tissue that was stuck in lead helix and not due to lead malfunction. There were no set screw issues. The right ventricular lead was connected to the same implantable cardioverter defibrillator and atrial lead. No adverse consequences were reported, and the patient was stable throughout the procedure.